Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the patient's programming history on (B)(4) 2013 a programming anomaly was observed on (B)(6) 2004. The patient was noted to be at faulted diagnostic test settings. The patient was interrogated on this date at settings of 1ma / 20 sf / 500 pw / 30 seconds on time/ 60 seconds off time. The patient's settings were adjusted at the same visit to 0.75ma / 20 sf / 500 pw / 30 seconds on time / 5 minutes off time prior to the patient leaving the office. It is unknown the exact date the programming anomaly occurred that changed the patient settings. Based on available data it is unknown who the patient's following physician was at the time.